Event description:
Boston scientific crm received info that the pt with this implantable cardioverter defibrillator (ICD) expired. The pt's spouse noted that the device 'went off' three times the night the pt passed away. The spouse also stated that the latitude communicator was supposed to be shipped within 10 days from when the device was implanted, and if it would have been shipped in that time and if the device did what it was supposed to, her husband might still be here. Technical services (ts) asked if the physicians reviewed and explained what happened that night or what was stored in device memory. The spouse did not have further questions, and noted they donated the device. Additional info was provided that the pt's clinic had not been notified of this pt's death. They noted that prior to their replacement procedure, the clinic had not seen this pt in three years, and had been non-compliant with follow-up appointments.

Manufacturer narrative:
At this time, no further info is available and attempts to obtain additional info have been unsuccessful. If additional info should become available, this event will be reopened and updated accordingly.